Event description:
Intermittent spray. Stops halfway mid stream order: (B)(4). Confirmed complaint:tiny foam particles in bottle from dewar tank lid. 1216677-2021-00173 wallach ultra freeze 900076 (B)(4).

Manufacturer narrative:
Investigation x-inspect returned samples *analysis and findings (B)(4). *was the complaint confirmed? Yes. Distribution history: this complaint unit was manufactured at csi in 2007. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 96807, this unit was at csi on 08/09/2021. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: particulates, identified to be foam, were lodged in the valve assembly of the unit. The source of the foam particulates is from the dewars used to refill the bottle. Root cause is being attributed to end user error. The IFU, under the filling instructions, directs user to have the source container of the liquid nitrogen cleared out several times a year. *correction and/or corrective action the unit was cleared out of particulates, tested and returned to the customer. No further corrective action is necessary. No further training required at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Intermittent spray. Stops halfway mid stream order: (B)(4). Confirmed complaint:tiny foam particles in bottle from dewar tank lid. Wallach ultra freeze 900076. E-complaint: (B)(4).